Event description:
It was reported to boston scientific corporation during a pelvic floor repair procedure using an uphold vaginal support system, as the first leg assembly was being pulled through the sacrospinous ligament, the needle detached. The needle reportedly detached inside the capio device. The physician removed the device and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
(B)(4) for needle detachment. The complainant reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation during a pelvic floor repair procedure using an uphold vaginal support system, as the first leg assembly was being pulled through the sacrospinous ligament, the needle detached. The needle reportedly detached inside the capio device. The physician removed the device and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that a portion of the suture and needle was missing from the blue and white dilator and was not returned. The capio device was not received for analysis.